Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing a failure but provide insufficient information. There was no reported patient involvement.